Event description:
The customer contacted physio-control to report that their device would not reliably power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and was able to verify the reported issue. Physio observed that the customer had a 3rd party usb cable plugged into the device and that it was bent where the connector plugs into the unit. Physio removed the 3rd party usb cable and the device powered on each time as intended. Physio reinstalled the usb cable and was again able to duplicate the reported issue. Physio determined that the cause of the reported issue was the 3rd party usb cable. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio recommended that the customer replace the 3rd party usb cable. The 3rd party usb cable was not returned to physio-control for evaluation.